Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc10lx02 concentrator caught on fire in the consumer's home. The serial number on the unit has burned off and the dealer states they have no idea how old the unit is. This is a unit from lincare/chicago and may be a rental unit. No injuries or property damage were reported.

Event description:
It was reported by dealer that the irc10lx02 concentrator caught on fire in the consumer's home. The serial number on the unit has burned off and the dealer states they have no idea how old the unit is. This is a unit from (B)(6)/(B)(6) and may be a rental unit. No injuries or property damage were reported.

Manufacturer narrative:
(B)(4) 2015 expanded evaluation stated that an external spark caused a fire to proceed down the tubing toward the source of oxygen where it caught the humidifier bottle on fire.